Event description:
After approx 60 hrs of iab therapy, blood was noted in the tubing. The iab was removed and replaced. No pt injury or further complications occurred as a result of this incident. No further details were provided.